Event description:
An international distributor reported a customer's AED will not speak. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files identify the AED was attempting to alert service code 250 which attributed to a speaker issues. Although requested, the AED has not been returned and the cause of the complaint is not known.